Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory patient notifier from their implantable cardioverter defibrillator. Upon interrogation of the device, elective replacement indicator was observed. In (B)(6) 2017, the estimated battery longevity was three years. There were no patient consequences.

Manufacturer narrative:
Patient age and patient sex was mistakenly reported in initial MDR and should have been left blank.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2018. The patient was stable before and after the procedure.